Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not recognize any of the batteries they insert. They also had an audio issue. The customer¿s blood glucose during the incident was 300 mg/dl. The device will be returned for analysis. The customer reported via phone call that the device was beeping. The device passed the self-test. The customer had been sick over the past 5 days. Their blood glucose during the incident was within the range of 40s mg/dl. The device will not be returned for analysis.